Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure on (B)(6) 2017, suture was used. It was reported that the suture was easily broken other than knots. There were no adverse consequences to the patient. No further information is available.